Event description:
It was reported that during implant attempt when the physician was turning the wrench on the right ventricular setscrew there was no ratcheting sound. Suspecting that there was not a good connection, the physician went to undo the setscrew and the setscrew popped out. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, when the physician was turning the wrench on the right ventricular lead, there was no ratcheting sound. Suspecting that there was not a good connection, the physician went to undo the setscrew and the set screw "popped out." The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.